Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that the patient developed complications from the lead pull. Symptoms of burning and tingling sensations at the right leg were noted. It was believed that during the lead pull a nerve was agitated. The patient was treated for pain and was doing well.